Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), 2022 with blood glucose of 600 mg/dl. The customer's current blood glucose is 221 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer was not using auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were treated with insulin drip. Troubleshooting was performed. No further patient complications were reported. The customer will continue use of the device.